Event description:
It was reported that bd¿ syringe with bd luer-lok¿ tip had foreign matter. This occurred on 2 separate occasions. No serious injury or medical intervention was reported. Verbatim: "material no: 302830 batch no: 8332972. It was reported that 1 syringe has grease on the outside of syringe, and another one with grease inside of the syringe barrel. This complaint is capturing the foreign matter for the 20ml syringe's. Per description on incident form: 20ml syringe item # 302830 lot 8332972. This one has grease on the outside of the syringe. We also had a 10ml with grease down in where the needle screws in and it looks like a black fuzz¿¿ and another 20ml that had grease inside the syringe where the barrel is. But we do not have the lot # for them."

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. This is the 2nd complaint for the lot#8332972 for the same defects or symptoms. There was no documentation of issues for the complaint of lot # 8332972 during the production run. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ syringe with bd luer-lok¿ tip had foreign matter. This occurred on 2 separate occasions. No serious injury or medical intervention was reported. Verbatim: "material no: 302830 batch no: 8332972. It was reported that 1 syringe has grease on the outside of syringe, and another one with grease inside of the syringe barrel. This complaint is capturing the foreign matter for the 20ml syringe's. Per description on incident form: 20ml syringe item # 302830 lot 8332972. This one has grease on the outside of the syringe. We also had a 10ml with grease down in where the needle screws in and it looks like a black fuzz¿¿ and another 20ml that had grease inside the syringe where the barrel is. But we do not have the lot # foe them."